Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced aspiration, requiring intubation. A right ventricular assist device (rvad) was placed and was utilized with and without an oxygenator. Continuous renal replacement (crrt) was initiated. The patient was returned to the operating room for chest wash out due to bleeding and clots. The patient developed multiorgan failure and ultimately passed away on (B)(6) 2022. The device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure, bleeding, and patient outcome) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists multiple types of organ failure, death, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.